Event description:
The manufacturer received info alleging a ventilator exhibited erratic pressures while the device was in pt use. There was no pt harm or injury reported.

Manufacturer narrative:
During the eval of the device at the manufacturer's service center, a failure related to the piston cylinder was observed. There was no pt harm or injury reported. The ventilator was found to audibly and visually alarm, as designed. This report is being submitted as part of a program to retrospectively review possible device malfunctions that did not involve any injury, to determine whether they are reportable under 21 cfr 803 and the manufacturer's updated reporting procedures. This program is being undertaken to address FDA warning letter 12-phi-01. Device was returned unrepaired per the customer's request.